Manufacturer narrative:
A replacement pump in style breast pump was sent ot the customer and requested the defective breast pump be returned for eval. The defective breast pump has not been received at medela as of (B)(4) 2013. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusion can be made as to the cause of the event. A clinical assessment is ongoing and customer f/u was not successful. Should additional info result in new, changed, or corrected info, a f/u report will be filed at that time. "Mastitis is usually a benign, self-limiting infection, with few consequences for suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." [Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).

Event description:
Customer's husband reported his wife had an allergic reaction to touching the pump. She went to the doctor and was diagnosed with mastitis and had sores on nipples and treated with antibiotics.